Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during an fse inspection, the cardiosave intra-aortic balloon pump (iabp) touch screen was not responding properly. The problem was resolved by touch screen calibration and cleaning, but parts will be replaced at a later date. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Due to character limit: event site name-(B)(6). Event site address-(B)(6). Event site city-(B)(6). Updated data: b4, g3, g6, h1, h2, h11, event site address. Event site city . Corrected data: event site name.

Manufacturer narrative:
Due to character restrictions in block e1 full evant site name is (B)(6) hospital. Updated fields: b4; d9; g1 contact person ¿ mfg site; g3; g6; h2; h3; h6 type of investigation, investigation findings, investigation conclusion, problem code; h11. Corrected fields: d8. It was reported that during fse inspection, the cardiosave intra-aortic balloon pump (iabp) touch screen was not responding properly. The problem was resolved by touch screen calibration and cleaning, but parts will be replaced at a later date. There was no patient involvement. The getinge field service engineer (fse) that encountered the issue replaced the touchscreen to resolve the issue. The repair is complete.